Event description:
The user facility reported that during a patient procedure, an electrical burning smell was detected by or staff. At the time, the or staff was unable to identify the source of the smell. The or staff stopped the patient procedure and completed the case in a different surgical room. In addition to the smell, the user facility reported light smoke in the room. No injuries or cancelled procedures were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical table and its electrical connections, and identified a damaged ac plate and power cord. The technician observed the power cable had a deformed socket and the plastic coat was partially melted with black residue. The ac plate's left prong was also deformed with the same black residue. The other two prongs showed no sign of damage. The technician tested the power supply, batteries, and hand control settings finding all to be operating according to specification. The technician replaced the damaged ac plate and power cable, tested the unit, and returned it to service.